Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third party repair service agent reported to physio-control that a customer's device would not deliver defibrillation energy intermittently during a patient event. It was also reported that they weren't able to obtain an ECG waveform even though the patient was connected. There were no event codes logged in the memory of the device. This occurred during an event on a female; however, no other patient information is available from the customer.

Manufacturer narrative:
The device was not returned to physio-control. A third-party service agent evaluated the device and verified the reported issue. After replacing the therapy pcb assembly, system pcb assembly and the display assembly, proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A third party repair service agent reported to physio-control that a customer's device would not deliver defibrillation energy intermittently during a patient event. It was also reported that they weren't able to obtain an ECG waveform even though the patient was connected. There were no event codes logged in the memory of the device. This occurred during an event on a female; however, no other patient information is available from the customer.

Manufacturer narrative:
The initial medwatch report (patient sex) indicates: female. The initial medwatch report (patient sex) should indicate: blank - unknown. The initial medwatch report (describe event or problem) indicates: a third party repair service agent reported to physio-control that a customer's device would not deliver defibrillation energy intermittently during a patient event. It was also reported that they weren't able to obtain an ECG waveform even though the patient was connected. There were no event codes logged in the memory of the device. This occurred during an event on a female; however, no other patient information is available from the customer. The initial medwatch report (describe event or problem) should indicate: a third party repair service agent reported to physio-control that a customer's device would not deliver defibrillation energy intermittently during a patient event. It was also reported that they weren't able to obtain an ECG waveform even though the patient was connected. There were no event codes logged in the memory of the device. This occurred during an event on a patient; however, no other patient information is available from the customer.

Event description:
A third party repair service agent reported to physio-control that a customer's device would not deliver defibrillation energy intermittently during a patient event. It was also reported that they weren't able to obtain an ECG waveform even though the patient was connected. There were no event codes logged in the memory of the device. This occurred during an event on a female; however, no other patient information is available from the customer.